Event description:
It was reported that the patient presented for follow up via merlin.net. A review of the transmission of the device revealed an alert high defibrillation impedance exhibited by the right ventricular (rv) lead. The measurement was noted to be above the upper limit. No interventions or patient consequences were reported.